Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which was part of the shortened replacement window advisory, originally communicated (B)(4) 2007, had a monitoring battery voltage of 2.56 v after 25 months of implant.

Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. Additional information was received that this device was electively replaced. This device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.